Manufacturer narrative:
(B)(4). Date sent: 7/30/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 595c86. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received unfired, with the pan detached and bent, also the reload body damaged. In addition, some drivers out of position. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 595c86, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please expand on what is meant by "the reload fell all over the field"? Did the issue occurred while attempting to load the reload into the device? Was the reload damaged in any way? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when they went to add reload to the field, the reload fell all over the field once pulled out the box. No patient harm and they were able to proceed with the trauma.